Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports dentist's evaluation revealed the patient has been on aligner treatment far too long resulting in recession and has developed spaces and needs to stabilize teeth/bite. Additionally, the patient has been diagnosed with sleep apnea and requires oral myofunctional therapy. Patient requires supervised orthodontic treatment as this is a life-threatening condition. Dental history includes crowns on back top left molar and back bottom left molar.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.